Manufacturer narrative:
The impella device has not been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.

Event description:
A 30-year-old male with previous history of bi-ventricular heart failure of lv thrombosis that was thought to have resolved presented in cardiogenic shock. The attending physician was aware of the contraindications but felt the benefit outweighed the risk. The patient was to have an impella 5.5 inserted. Insertion proved difficult due to small vessel size but has been successful. There have been suction alarms after starting the pump. Due to high right heart pressures and hypotension, the patient has been escalated to a va ECMO. The patient subsequently stabilized. Further investigation by echo revealed a thrombus in the left ventricle. The physician opted against removing the impella due to small vessel size and planned to remove the pump at the time of transplant. Later, the impella 5.5 was removed due to hemolysis from suspected clot on the inlet which was confirmed after explant. Patient survived.

Manufacturer narrative:
No product was returned for investigation. The lt log confirms the reported impella position in aorta alarms. The lt log also shows one impella position unknown alarm and several suction alarms in the beginning of the case. A returned photo from the field representative shows biomaterial after explant of the device. The cause of the hemolysis was most likely biomaterial based on the provided clinical information.